Manufacturer narrative:
(B)(4). The customer reported a "speaker malfunction." No pt harm was reported. Philips has verified that there was loss of audible functionality for this device and so there was possible health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a "speaker malfunction." No pt harm was reported.